Manufacturer narrative:
Device evaluation: the mixer motor was returned to the manufacturer for physical evaluation. The modified mixer motor was received in good cosmetic condition. There was no signs of smoke, heat damage, or burned (charred) marks on the returned modified mixer motor. The shaft of the mixer motor was able to spin freely manually, however, there was unusual ¿clicking¿ noises. The mixer motor would not run when power was applied. An internal inspection found a loose (disconnected) wire. The disconnected wire was hanging causing the ¿clicking¿ noise when the shaft was being turned manually. There was no signs of smoke, heat damage, or burned (charred) marks during an internal inspection. After the loose (disconnected) wire was connected to the terminal, the mixer motor was able to spin without problems when power was applied. There was no signs of smoke while the motor was running. Upon completion of the evaluation, an associated cause related to the reported event of the mixer motor smoking could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) called into text support regarding a mixer motor having an extra blue wire. The biomed reported that the mixer motor was smoking when connecting it to the granuflo dissolution tank. The biomed stated that mixer motor does not run. Additional information has been requested, however to date not provided.